Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred. There was no patient involvement as the pump was not being used for insulin therapy. Customer declined to troubleshoot or provide further information as the pump was being replaced for a separate issue.